Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon who stated optic nerve edema were noted. There were no other posterior segment abnormalities. The patient had high myopia with long axial length. The patient is being referred to a glaucoma specialist.

Manufacturer narrative:
No sample has been returned for evaluation for the report of pressure ranges one to three/patients vision is getting worse; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of intraoperative complications associated with device implantation and no report of device failure. There is also no information provided regarding postoperative ocular hypotensive medication use in this case. Possible root cause is that the device is designed to lower pressure, and iop<5mmhg(with decreased visual acuity) is a known risk associated with device use, which is discussed in the product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient with intraocular pressure that ranges one to three and vision is getting worse at ten day postoperative visit after having a micro-stent implant procedure.